Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The motor capacitor connector was reconnected to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).